Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received motor error alarm and damage. The customer blood glucose was unknown. The customer reported that they had motor error three times, took longer time to rewind and made a grinding noise. It was reported that the chunk of plastic was missing on the reservoir window. The insulin pump will not be returned for analysis.